Event description:
This lead was implanted on (B)(6) 2007 and the pace/sense portion was capped on (B)(6) 2011 due to an unknown reason. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).